Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A right atrial (ra) and left ventricular (lv) lead were present in the patient but were not targeted for extraction. A spectranetics lld lead locking device (lld) was inserted into the rv lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath, the rv lead was removed. A new rv lead was implanted, and the patient was taken to recovery. At some point post-procedure, the patient developed a hemothorax and rescue efforts began. The patient was scoped, and a small clot in the lung space was removed, and it was suspected that there was a superior vena cava (svc)/azygos vein perforation. The patient survived the procedure this report captures the 14f glidelight in use when the suspected perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.